Manufacturer narrative:
The following sections were updated in follow-up 1: b3, b4, g3, g6, h2, h6 and h10 device used in treatment and not returned for analysis, as device was discarded by the user facility. There was no device performance related failure reported by the user. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No further investigation is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report isbased upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during surgery patient experienced pericardial effusion. No treatment required to treat the pericardial effusion. The case was aborted and procedure scheduled for another time. There was no issue with arrive guiding sheath reported. No other adverse event reported. No additional information available.